Event description:
Reporter had an interstim implant made by the medtronic company originally done in 1999. It was a successful surgery with no complications. The device quit working after 18 months and reporter had the revision surgery done in 2001. For the 1st surgery their dr used the left side of the sacral nerve to put the lead in. For their revision a different dr removed the lead from the left side and put the new lead into the right side. While on the operating table the reporter woke up screaming in pain. It was horrific back pain. It is in their lower back and their neurologist has told them that it's nerve damage done to the s1 nerve and it was probably hit while taking out the old lead and it is not reversable.